Event description:
It was reported to philips that the device therapy port connector is mechanically unstable. There was no report of patient involvement. The manufacturer's authorized field service engineer (fse) evaluated the device and confirmed the reported problem. Upon conclusion of the evaluation, it was determined that this was a malfunction of the therapy port connector, which was tightened. The device remains at the customer site and no further evaluation is warranted at this time.